Event description:
It was reported that the patient was seen in the emergency room with complaints of dyspnea and palpitations. The left ventricular lead exhibited loss of capture. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.